Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Missing two rubber feet otherwise no appearance of any physical damaged. Force sensor test error was observed in event history log. The technician performed power up process, checked and test force sensor. Force sensor test error was found at power up and failed force sensor reading, at 0.00 pound (lbs). The force reading was over 20 lbs. The root cause for the reported issue was found to be components inside plunger head were misaligned due to broken screw-boss. The technician replaced left plunger case and reassemble the whole plunger assembly. Performed preventive maintenance. The device passed all functional testing.

Event description:
It was reported that the device failed self test and system failure force sensor check. No patient injury was reported.